Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display issue. No further details were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.